Event description:
It was reported that a physician performed a kyphoplasty procedure on a pt. During the procedure, expired balloons were used in the pt. There were no pt complications or adverse events reported. The balloons were from hospital stock. No additional information was reported.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging a high reading on her ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient and obtained the following information: the patient mentioned that on an unspecified date and time the patient tested 3-4 hours after dinner and obtained a high result of 220 mg/dl. She felt that the reading was high and did not take any medication; however, she had taken her set amount of insulin prior to dinner. Approximately 3 hours later, the patient woke up feeling sweaty and weak. She tested her blood glucose and obtained a result of 50 mg/dl. She then self-treated with food and did not seek any further medical attention. A quality control test was not done since the patient did not have any control solution. A normal reading for the patient is between 80-150 mg/dl. The complaint is being reported since the patient mentioned that if she had known her reading was lower and not 220 mg/dl, she would have treated herself appropriately so she would not have exhibited the symptoms of feeling sweaty and having to self-treat with food for a blood glucose of 50 mg/dl.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.